Event description:
Event description guidant received information that the right atrial lead exhibited a loss of capture. During the invasive procedure it was identified that right atrial and the left ventricular leads were fractured due to twiddler's syndrom.